Manufacturer narrative:
The intraocular lens (iol) has not yet been received for analysis . The lens met all manufacturing specifications prior to release. Our investigation is inconclusive at this time. All information available is contained in this report. A supplemental MDR will be filed as necessary when additional reportable information becomes available.

Manufacturer narrative:
In follow-up with the reporter it was learned the iol was lost on the surgical field after removing from the eye during initial surgery. Batch record was reviewed and showed no deviations. A review of complaint records revealed that no other complaints from this order number were received. As no lens was available, no further investigation could be performed. Our investigation revealed no product deficiency suggesting this event was not caused by the iol. All information available is included in this report.

Event description:
It was reported the surgeon noticed a membrane like material on the lens after insertion. Removal of the lens caused a capsular bag tear. The lens was cut out and a vitrectomy performed.